Event description:
It was reported that the right atrial (ra) lead had no sensing and no capture. An ra lead revision was attempted, however, it was abandoned after many positions attempted. The ra lead was capped and not replaced. It was noted that the patient is a part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2006; d224trk implantable cardioverter defibrillator (B)(6) 2009; 310c27 tissue valve (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.